Event description:
The plasmajet system was prepared and tested prior to use to confirm normal operation. The handpiece appeared to operate normally in laparoscopic surgery for about 2-3 minutes until was observed leaking from the tip. The use of the handpiece was stopped and it was removed. In view of the suspected leak of distilled water from the handpiece and the knowledge that this was not sterile, the surgeon pro-actively rinsed the peritoneal cavity with sterile saline and prescribed prophylactic antibiotic therapy for the patient. In a follow-up on (B)(6) 2011, the surgeon reported that the patient required no additional treatment and showed no evidence of complications arising from the incident. This incident is reported on the basis that should such a fault recur, there is a risk of infection from the leakage of non-sterile distilled water used as a coolant in the plasmajet handpiece.